Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see ""living with diabetes"" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction boluses. The ketones were low.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. The exact cause of the reported dislodging of the cannula could not be determined. The exposed portion of the soft cannula was found to be kinked. The downloaded data returned an 0x18 alarm, indicating that the reservoir is empty. It was observed during investigation that the plunger ran to 0% filled. While using colored fluid, investigation found the damage to the exposed portion of the soft cannula did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The timing and cause of the damage to the exposed portion of the soft cannula could not be conclusively determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.